Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant results on 1 patient sample tested with the elecsys troponin t stat assay (tnts) on a cobas 6000 e 601 module. The initial tnts was 1.82 ng/ml. The repeat from the same analyzer was 0.771 ng/ml. The repeat from another e 601 module was 0.01 with a data flag. This result was considered correct. No erroneous results were released from the laboratory. There was no adverse event. The tnts reagent lot number was 24466402 with an expiration of 30-jun-2018. The field service representative found drops of liquid on the reagent probe. He cleaned the probe and performed multiple washes.

Manufacturer narrative:
Due to the issue being solved by the customer cleaning the reagent probe, the investigation concluded the issue was due to lack of maintenance by the customer.